Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial tha, upon inserting the 25 mm screw through the cup into the pelvis the surgeon said the screw was crooked. He was able to get it about a 1/4 of the way down before he removed and complained the screw was crooked and didn't look normal. Screw was immediately removed and another 25 mm screw was opened and inserted in the normal fashion without issue. No adverse events have been reported due to the malfunction. No further event information available at the time of this report.